Manufacturer narrative:
The device was not available; therefore, a device evaluation could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used based on the information received. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the device. No trend or deficiency has been identified. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).

Event description:
It was reported that the skin retracted on the patient's hand after btm was implanted. After the sealing membrane was delaminated, the wound was grafted.